Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed, and the material properties of cast iron and steels exhibit smaller surface imperfections within their structure. In contrast to quenched and tempered steels, which have a different microstructure and consequently a finer surface finish. We can confirm and reproduce the customer's issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument cutting flat is of poor quality, lots of holes have appeared. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The 8mm monopolar curved scissors instrument was analyzed and the initial findings were confirmed. The instrument exhibited pitting corrosion of the blades. The blades were not chipped. There were no additional findings.

Event description:
Refer to h11 for follow-up information.